Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the transition 6.5mm ha polyaxial pedicle screw, 45mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Globus medical, inc. Received a medwatch 3500a form notification via facsimile communication on (B)(6) 2011 from a hospital facility that screws had loosened in a pt after implantation. On (B)(6) 2010 a male pt, (B)(6), weighing (B)(6) underwent initial surgery at l3 - s1 during which two (2) transition 6.5mm ha polyaxial pedicle screws, 45mm were implanted at l3 as a part of the transition construct that was implanted in the pt. The pt experienced persistent, severe and intractable pain, and x-rays from (B)(6) 2011 showed a halo around a screw at l3, evidence of the l3 pedicle screws loosening with a toggling effect on flexion and extension views, and foraminal stenosis at l5 - s1. On (B)(6) 2011 the surgeon found the l3 pedicle screws to the significantly loose within the pedicles and they were removed. The two (2) screws at l4 were found to be quite rigidly intact within the pedicles, however, were removed with moderate force. In total four (4) screws were removed along with a transition rod with cord. Screws at l5 and s1 showed no signs of loosening and remain in the pt.